Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was fractured. Reprogramming was performed. Subsequently, the lead was inactivated; was replaced with a new one, and it remains in the patient. No patient complications have been reported as a result of this event.